Manufacturer narrative:
The reported events were helix mechanism issue, r-wave amp variation, unacceptable threshold and extra cardiac stimulation. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with the procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported events of r-wave amp variation and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received that, increased capture thresholds resulting in loss of capture were observed on the rv lead.

Event description:
The patient presented to an in clinic follow up experiencing stimulation in the diaphragm. Additionally, increased capture thresholds and decreased sensing were observed on the right ventricular (rv) lead. During the revision procedure the helix of the rv lead was not able to be extended. The rv lead was explanted and replaced to resolve this event. The patient was stable.